Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare rep that three (3) rt236 infant dual-heated evaqua breathing circuits failed the pressure test on a servo-I ventilator. The pressure testing was carried out by the hospital prior to pt use.

Manufacturer narrative:
(B)(4). Method: the three (3) complaint breathing circuits were pressure tested and submerged in a water bath to test for leaks. Results: testing revealed leaks at the plugs, swivel connectors and/or the elbow cuffs of the complaint circuits. A lot check revealed no other complaints of this nature for lot number 100505. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leaks developed post production. (B)(4).